Event description:
Additional information was received. Patient had continued posturing. The pump was replaced prophylactically for eri of 21 months left. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient experienced severe posturing including the inability to use upper extremities despite effort. The event resulted in in-patient or prolonged hospitalization. The device event was reported as "catheter repositioning". The physician performed examination and palpation which resulted in recommended repositioning of the catheter on (B)(6), 2011. The entire device system was replaced on (B)(6), 2012 and was disposed of. The patient outcome was reported as resolved without sequelae on (B)(6). The device system was used to deliver gablofen (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had continued posturing. No other information was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).